Event description:
In late 2008, the patient called for assistance with charging his basal rates. He stated that five days prior, he thought he had the flu and his blood glucose would not register on his blood glucose meter. He stated that he went to the hospital and his blood glucose measured 800 mg/dl and he was diagnosed with an ulcer. His target blood glucose level is 120 mg/dl. He remained connected to the infusion device while hospitalized, and his blood glucose returned to normal after 2 days. He was assisted with adjusting his basal rates to 0.6 u/h for all 24 hours. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.